Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the review of the results of third-party testing, the device evaluation and the complaint investigation. Olympus provided the following result of the culture test, performed at the third-party labs: the following is the result of culture test by the third-party labs, provided by the customer. [Sampling date: (B)(6) 2025] sampling from: unknown. Cfu: <15 colonies. Bacterial identification: staphylococcus epidermidis. [Sampling date: (B)(6) 2025] sampling from: unknown. Cfu: <15 colonies. Bacterial identification: enterobacter cloacae complex. Sampling from: unknown. Cfu: <15 colonies. Bacterial identification: gram negative bacillus. [Sampling date: (B)(6) 2025] sampling from: unknown. Cfu: <15 colonies. Bacterial identification: enterooccust faecalis. [Sampling date: aug 28, 2025] sampling from: unknown. Cfu: isolated. Bacterial identification: sphingoomnas paucimobilis. [Sampling date: sep.8, 2025]. Sampling from: unknown. Cfu: isolated. Bacterial identification: serratia marcescens. Sampling from: unknown. Cfu: isolated. Bacterial identification: enterobacter cloacae complex. Sampling from: unknown. Cfu: isolated. Bacterial identification: klebsiella pneumoniae. Sampling from: unknown. Cfu: isolated. Bacterial identification: bacterial growth. [Sampling date: (B)(6) 2025] sampling from: suction biopsy channel, air-water channel, flushing and brushing. Cfu: no growth after 7 days incubation. Bacterial identification: no growth after 7 days incubation. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for 4 colony forming units (cfus) of serratia marcescens, 5 colony forming units (cfus) of enterobacter cloacae complex, 1 colony forming units (cfus) of lebsiella pneumoniae, and an unknown amount of colony forming units (cfus) of sphingomonas paucimobilis . All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.